Event description:
The reporter stated, the surgeon inserted an micl 13.2 implanted collamer lens and removed the lens within the same surgery, due to the lens vaulting in the pt's eye. The lens was removed with no pt injury, no enlarged incison or sutures. A shorter lens was implanted.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.